Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during preparation, the laser fiber was tested and the aiming beam leaked 10cm from the tip of the laser fiber. The laser fiber was cut beyond the leak and was used to complete the procedure.

Manufacturer narrative:
Reported event of fiber misfired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.